Event description:
The primary surgery had taken place on (B)(6) 2007 due to osteoarthrosis. The patient had recurrent dislocations in 2012, 2013 and 2014. For these reasons, the revision was performed on (B)(6) 2014 to replace the cup. It seemed likely that the dislocation of the hip had been caused by the impingement at the front covered by tumors. Black substances were found around the neck in a ring shape as well as on the contact surface of the inner head. As the mop and the 26mm head had been used, there had been no such suspicion until the surgeon found them; however, as the similar case was confirmed before, the surgeon feels that the phenomenon may be particular to the aml plus neck. Please be noted it is requested to include the results of the following 4 items in the investigation; 1. Scoring for the taper ; 2. Sem-edx; 3. Cmm measurements; 4. Redlux scan.

Manufacturer narrative:
The returned devices were examined by a member of the depuy metallurgy team. The evaluation did not identify product error with regard to the reported event. A review of the device history records found no related deviations or anomalies. A complaint database search finds no other reports against any of the product/lot combinations provided. This complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).